Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right ventricular (rv) lead showed high pacing impedance. No changes were made. No patient status was reported.